Event description:
Pt arrived in clinic with severe eye pain. Pt put on new pair of contact lenses the day prior. Pt states vision was not as clear as usual and the contacts did not feel quite right. Pt wore contacts throughout the day and then removed them at 8:00 pm. Over the evening, pt had progressively increasing discomfort. Physician eye exam notes describe extensive corneal abrasions in both eyes.